Event description:
It was reported that a person using an ilet experienced elevated glucose levels of 288 mg/dl without alerts or alarms, noticed the smell of insulin, and changed all infusion supplies including a contact detach site, after which glucose levels decreased. Symptoms included hyperglycemia. Outcomes included no reported injury, no medical intervention beyond user-led troubleshooting, and no hospitalization. Investigation included troubleshooting and education conducted with the user. Investigation of this case revealed that the cause of the hyperglycemia was unclear, with a possible infusion delivery issue considered given the insulin odor and improvement after site and supply change, though no leakage was observed and no device malfunction was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.